Event description:
During a routine system check clinic visit, the physician identified a device sensing issue. A CT scan was done, revealing migration of the distal tip of the sensing lead into the intercostal space. The patient was brought in for surgery, where it was confirmed that the sensor tip had severed and migrated into the pleural space, causing a minor puncture. A cardiothoracic surgeon was brought in and successfully retrieved the migrated sensor tip. The entire sensing lead body and ipg were removed. The puncture was sutured, a new ipg was placed without complication, and the incision was closed. The revision surgery restored therapy, and the issue is now resolved.